Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have issues with the meter. Customer's blood glucose was 499 mg/dl. Customer's blood glucose then went down to 86 mg/dl an hour later. After troubleshooting, customer was advised to monitor his blood glucose. Customer will not be returning the device for analysis.